Event description:
One patient sample with discrepant ammonia results. Initial result - 11 umol/l. Same sample repeated three times gave -30, 7 and -17 umol/l. Erroneous results were not reported. If additional info is received, appropriate notification will be provided.